Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the bb shows evidence of cs 064-0008 alarm on (B)(6) 2015, pump powers up with audio/tone/vibration and displaying verify screen. The keypad cover is intact and all keypad buttons do not respond to user inputs. Moisture is observed behind the display. The pump could not be exercised for 24 hours due to moisture damage and keypad buttons not respond. The display is distorted due to moisture damage in pump, battery compartment is cracked on threads above the pad. There was a battery compartment leak. The pump case was removed and further moisture was observed internally (see image), keypad cover removed and no contamination was found under contacts. There was moisture damage in keypad flex connector.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.